Event description:
On 8/20/96 during applicating of humeral nail procedure, while distal locking nail with 3.5mm bone screw, the head of screw broke off. Screw removed on 8/20/96 and replaced with another 3.5 cortical screw.